Event description:
The pt's mother indicated that the pt was taken off the pump on (B)(6) 2010 because the pt was unable to receive her pump supplies on time. The pt was using the pump for approx 3 weeks and the mother was unaware of the pump supply ordering process. On that same night, the pt had a 248 mg/dl blood glucose result and was given an insulin injection based on sliding scale. The pt woke up the next morning on (B)(6) 2010 with a 337 mg/dl result with ketones and was then taken to the hospital via ambulance. The pt's lab result at the hospital indicated that her blood glucose level was 592 mg/dl and that she had "large ketones". The pt was admitted to the pediatric ICU and released from the hospital on (B)(6) 2010. The reporter indicated that the pt is currently on a backup plan and that the pt's blood glucose levels have been under 200 mg/dl since she has been out of the hospital.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.